Event description:
It was reported that: during tavr procedure, it was suspected the tavr valve covered the rca. The patient's pressure dropped to 40/30mmhg, CPR was administered, the patient went into v-fib and was shocked once. A percutaneous ventricular assist device (pvad)was placed emergently immediately post tavr in exchange for the tavr sheath and removed later the same day due to bleeding around the site. The patient was brought back to cath lab and received manta closure device that was deployed per the IFU. Post pvad removal, the patient's pressure dropped to 40/30 mmhg. CPR was administered for an extended period of time and the patient ultimately ceased. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.8mm with no reported calcification or tortuosity. Measured depth for the mantya was 5+1cm and there was no issues advancing or withdrawing procedural sheaths. Procedural notes during the tavr procedure, the tavr valve was deployed at 11:39. Post bav, patient's pressure dropped, CPR was administered, patient went into v-fib and was shocked, and pvad placed. Patient received at least 2 units of blood in cath lab post tavr procedure. Patient went to ICU at 14:30. In ICU patient received dobutamine drip, levophed drip. Surgeon applied a retention suture to access sight to reduce leakage around pvad site. Patient became more acutely ill with suspected bleed in ICU. Patient was brought back emergently to the cath lab at 17:38 for pvad removal due and manta closure to bleeding around access site. Patient decompensated before she could be transferred to cath lab table with severe hypotension and lost her pulse. Levophed drip was increased. Multiple rounds of epinephrine were administered, multiple rounds of v-fib were cardioverted. CPR in progress at 17:49 and patient was noted pea. Ao pressure at 17:57 was noted at (B)(6) 2020). Pvad removed at 17:59. Closed access site with manta. CPR was continuously administered post closure until the patient expired at 18:26. As reported: is there any information from the physician as to whether they believe the device potentially contributed to the patient death? If so, what is the physician's perspective of what happened here? No, cause of death was unrelated to manta. There were no issues with using manta for closure and hemostasis was immediate. Cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vs I/teleflex indicating a centrally positioned access superior to the bifurcation. Radiopaque lock clearly positioned on the artery. A DHR review could not be performed as the device lot number was not reported for this investigation. Case details were reviewed. A 6 8-year-old female patient, (69.3 kg, bmi-27.9kg/m2) having aortic stenosis, presented in the or for a tavr. No issues were encountered advancing or withdrawing the 14f cook procedural sheath. Following the balloon aortic valvuloplasty, the patient's bp dropped, tw o units of blood were transfused, and CPR was administered. The patient went into v-fib, was shocked, and ventricular support (impella) was placed. The patient was transferred to the ICU and received dobutamine and levophed drips. A suspected bleed was seen around the impella site, and the surgeon applied a retention suture to the access to reduce further leakage. However, the patient was becoming more acutely ill. Later, the patient was emergently transferred to the cath lab to remove the impella due to the bleeding and to close the access utilizing a manta device. The patient began decompensating with severe hypotension and loss of pulse prior to being transferred to the cath lab table. Multiple units of epinephrine were given in conjunction with multiple cardioverted rounds of v-fib, and CPR was in progress. Later, the patient was noted as having pulseless electrical activity (pea), and aortic pressure of 31/18(20). The impella was then removed and an 18f manta was deployed for closure in the right common femoral artery. A centrally positioned access was gained, arteriotomy was 6.8mm, clear of calcification and tortuosity, and the manta was deployed to the measured depth of 5cm + 1cm. No issues or complications were experienced during the deployment of the manta, and hemostasis was immediate. Fol lowing manta closure, CPR was continuously administered until the patient expired from cardiac arrest. Therefore, it is reasonably concluded manta did not contribute to the patient's expiration. There is suspected to be no manta closure device failure. Manta hemostasis was immediately achieved, and the reported death is potentially due to the patient's rapidly deteriorating condition and finally cardiac arrest. The manta instructions for use lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, including but not limited to death related to the procedure. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: during tavr procedure, it was suspected the tavr valve covered the rca. The patient's pressure dropped to 40/30mmhg, CPR was administered, the patient went into v-fib and was shocked once. A percutaneous ventricular assist device (pvad)was placed emergently immediately post tavr in exchange for the tavr sheath and removed later the same day due to bleeding around the site. The patient was brought back to cath lab and received manta closure device that was deployed per the IFU. Post pvad removal, the patient's pressure dropped to 40/30 mmhg. CPR was administered for an extended period of time and the patient ultimately ceased. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.8mm with no reported calcification or tortuosity. Measured depth for the mantya was 5+1cm and there was no issues advancing or withdrawing procedural sheaths. Procedural notes during the tavr procedure, the tavr valve was deployed at 11:39. Post bav, patient's pressure dropped, CPR was administered, patient went into v-fib and was shocked, and pvad placed. Patient received at least 2 units of blood in cath lab post tavr procedure. Patient went to ICU at 14:30. In ICU patient received dobutamine drip, levophed drip. Surgeon applied a retention suture to access sight to reduce leakage around pvad site. Patient became more acutely ill with suspected bleed in ICU. Patient was brought back emergently to the cath lab at 17:38 for pvad removal due and manta closure to bleeding around access site. Patient decompensated before she could be transferred to cath lab table with severe hypotension and lost her pulse. Levophed drip was increased. Multiple rounds of epinephrine were administered, multiple rounds of v-fib were cardioverted. CPR in progress at 17:49 and patient was noted pea. Ao pressure at 17:57 was noted at 31/18(20). Pvad removed at 17:59. Closed access site with manta. CPR was continuously administered post closure until the patient expired at 18:26. As reported: is there any information from the physician as to whether they believe the device potentially contributed to the patient death? If so, what is the physician's perspective of what happened here? No, cause of death was unrelated to manta. There were no issues with using manta for closure and hemostasis was immediate. Cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4).